Manufacturer narrative:
Device passed displacement test. Device alarmed hardware low-level failures during self test and insulin pump trace download confirmed hardware low-level failures and software error detected, problem due to moisture damage. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive and pump error. The customer blood glucose level was 321 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the scroll bar was not moving with no input and there was a response from a button. Customer stated that the software error detected. Customer was unable to clear the alarm. The device will be returned for analysis.